Event description:
During a tcar procedure, the left cca was accessed using the enhance mpk. The .018 microwire was advanced into the cca and the microsheath was inserted. Two orthogonal angiograms were performed through the microsheath. The .035 j wire was advanced into the microsheath and exchanged for the arterial sheath. Two orthogonal angiograms were done to assess the arterial sheath tip. The nps was connected and the left cca was clamped and reverse flow was confirmed. The .014 guidewire was inserted into the arterial sheath but could not be advanced into the cca. Multiple angios were performed and a second .014 guidewire was inserted into the sheath and could not be advanced in the cca. The arterial sheath was pulled back by approximately 1/2cm and an angio was performed. A kumpe catheter and a thruway 0.14 wire was used to select the ica. A 9x40 stent was placed. Two orthogonal angiograms were performed. A 10x40 stent was placed in the cca to cover the dissection. An angiogram was performed. The arteriotomy was closed per normal fashion. No changes on eeg were noted throughout the procedure. The patient was extubated and passed all neuro exams

Event description:
During a tcar procedure, the left cca was accessed using the enhance mpk. The .018 microwire was advanced into the cca and the microsheath was inserted. Two orthogonal angiograms were performed through the microsheath. The .035 j wire was advanced into the microsheath and exchanged for the arterial sheath. Two orthogonal angiograms were done to assess the arterial sheath tip. The nps was connected and the left cca was clamped and reverse flow was confirmed. The .014 guidewire was inserted into the arterial sheath but could not be advanced into the cca. Multiple angios were performed and a second .014 guidewire was inserted into the sheath and could not be advanced in the cca. The arterial sheath was pulled back by approximately 1/2cm and an angio was performed. A kumpe catheter and a thruway 0.14 wire was used to select the ica. A 9x40 stent was placed. Two orthogonal angiograms were performed. A 10x40 stent was placed in the cca to cover the dissection. An angiogram was performed. The arteriotomy was closed per normal fashion. No changes on eeg were noted throughout the procedure. The patient was extubated and passed all neuro exams.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.